Manufacturer narrative:
The complaint that the catheters were split could not be confirmed from the representative 24g insyte autoguard devices that were provided for investigation in sealed unit packaging from lot #5279547. A visual and microscopic examination revealed no damage or defects on the returned samples. None of the affected units or images of the affected units were provided for investigation. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that catheters split. "Our team used the bd insyte-autoguard winged IV catheter (24 ga x0.56 in) and three of the catheters split today". Additional information 2/27/2026: confirmation of event date(s) ¿ did all three occurrences happen on (B)(6) 2026? All occurred on this date. Event details ¿ any information on how the catheter split and at what point during use the issue occurred. Events occurred while attempting to place and IV. Patient impact ¿ were there any adverse events or clinical impacts associated with these failures? Patient was poked several times due to this issue.